Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product analysis can be performed.   Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this 34 mm transcatheter bioprosthetic valve, the loading was confirmed with fluoroscopy, pre-implant balloon aortic valvuloplasty (bav) was performed with a 23 mm balloon and a guidewire was used for the procedure. During implant, at 80% deployment, the valve was positioned at 9 mm on the non-coronary cusp and 10 mm on the left coronary cusp (lcc). Upon final release, the valve moved further into the left ventricular outflow tract (lvot) into a deep position. A transesophageal echocardiogram (tee) confirmed the malposition. Moderate-severe paravalvular leak (pvl) was noted. Hemodynamics were stable. Post-implant bav was performed with a 26 mm balloon and a 28 mm balloon but the pvl did not improve. Subsequently, a 26 mm second valve was implanted. Final angiography and tte showed mild pvl. No further adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions; in this case, it was learned that the valve dislodged from position and led to the pvl. Potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, among others. Procedural images submitted for review confirmed that a pre-dilation balloon aortic valvuloplasty (bav) was performed before the valve implant and at 80%, the valve was either too deep or too shallow showing severe pvl. The valve was deployed and two post-implant bavs were performed. There was no imaging to support the transesophageal echocardiogram (tee) malposition confirming the moderate-severe pvl. It was confirmed that a non-medtronic valve was placed valve-in-valve with a deep implant, mild pvl, and no other adverse patient effects. Overall, there were no findings from the imaging review to suggest a device quality deficiency related to this event. An assignable root cause leading to this event cannot be determined. If information is provided in the future, a supplemental report will be issued.